Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, there was tissue entrapment with the force bipolar instrument. The issue occurred while the force bipolar instrument was being used to coagulate bleeding when the jaws became stuck on tissue and could not be opened. The surgeon made the clinical decision to cut the tissue on both sides of the instrument in order to remove it from the patient. There was no system failure. The instrument release key(irk) was not used. There was ¿no damage¿ to the patient.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed. Review of the force bipolar instrument log was completed, and no errors were observed related to the complaint of tissue sticking on jaws. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted nephrectomy procedure, there was tissue entrapment with the force bipolar instrument. The issue occurred while the force bipolar instrument was being used to coagulate bleeding when the jaws became stuck on tissue and could not be opened. The surgeon made the clinical decision to cut the tissue on both sides of the instrument in order to remove it from the patient. The cause of the operative complication is unknown.